Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm or excessive no delivery alarm during testing. The motor was tested outside of the device and passed. The insulin pump had minor scratched liquid crystal display window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 150mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).